Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a tine was missing. It appeared the tine had been cut or torn off of the lead, possibly caused by the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
The available information suggests this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) pacing lead experienced diaphragmatic stimulation. The patient was seen in clinic and the diaphragmatic stimulation was confirmed. Loss of lv capture was also observed. A chest x-ray was obtained which revealed this lead had dislodged. The pacing and sensing functions were programmed off. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was explanted and replaced.